Event description:
It was reported that balloon rupture occurred. A 2.00mm x 150mm, 150cm ranger sl drug-coated balloon was advanced for dilation of the lower limbs. However, it was noted that the balloon burst when the pressure reached 8 atmospheres. The procedure was completed with another of the same device. The vital signs were stable, and the patient returned to the ward safely. The patient's condition following the procedure was stable. It was further reported that the target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. Furthermore, the balloon ruptured during first inflation within 3 minutes. The device was then removed without any problem using the normal method.

Manufacturer narrative:
B5. Describe event or problem: added information, based on additional information e1 - initial reporter facility name: (B)(6). E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the ranger device was returned to our post market quality assurance laboratory. A visual examination of the balloon material identified a longitudinal tear, located on the distal section of the balloon material. A visual and tactile examination of the shaft identified multiple kinks. The markerbands and tip section of the device were visually examined, and no issues were noted with the markerbands or tip of the device. This concludes the product analysis.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital. E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 2.00mm x 150mm, 150cm ranger sl drug-coated balloon was advanced for dilation of the lower limbs. However, it was noted that the balloon burst when the pressure reached 8 atmospheres. The procedure was completed with another of the same device. The vital signs were stable, and the patient returned to the ward safely. The patient's condition following the procedure was stable.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). E1 - initial reporter address 1: (B)(6). Device analysis findings: device evaluated by MFR: the ranger device was returned to our post market quality assurance laboratory. A visual examination of the balloon material identified a longitudinal tear, located on the distal section of the balloon material. A visual and tactile examination of the shaft identified multiple kinks. The markerbands and tip section of the device were visually examined, and no issues were noted with the markerbands or tip of the device. This concludes the product analysis. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the ranger sl device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to patient condition.

Event description:
It was reported that balloon rupture occurred. A 2.00mm x 150mm, 150cm ranger sl drug-coated balloon was advanced for dilation of the lower limbs. However, it was noted that the balloon burst when the pressure reached 8 atmospheres. The procedure was completed with another of the same device. The vital signs were stable, and the patient returned to the ward safely. The patient's condition following the procedure was stable. It was further reported that the target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. Furthermore, the balloon ruptured during first inflation within 3 minutes. The device was then removed without any problem using the normal method.